Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged shortness of breath, nodule. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun13, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, unable to walk long distances, nodule that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an dust-like contamination throughout the exterior of the device, front panel, top enclosure, rear panel, bottom enclosure. A small amount of dust-like material in the bottom enclosure. A dust-like contamination on the blower, dried liquid spots on the bottom of the blower, at the base of the blower box, indicating potential water ingress. A dust-like material in the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.